Manufacturer narrative:
Continuation from d10: (B)(6) balloon catheter; (B)(6) balloon catheter; 4fc12 sheath; 106e2 console this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pulsed field or cryoballoon ablation for paroxysmal atrial fibrillation. The new england journal of medicine. 2025. Doi: 10.1056/nejmoa2502280. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pulsed field or cryo ablation for paroxysmal atrial fibrillation. The authors described patients were switched to a different manufacturer's system due to technical issues with the medtronic cryoablation system. There were patients who experienced recurrence of atrial tachyarrhythmias, atrial flutter or atrial arrhythmias which required hospitalization/emergency room visit, cardiac tamponade that required pericardiocentesis and admission to the cardiac care unit with a pericardial drain in place, symptomatic supra ventricular tachycardia (svt) with emergency room visit or hospitalization that was treated with either antiarrhythmic medications, cardioversion, or ablation. Additional adverse events were mentioned but unknown if they are related to the procedure or products which included, vestibular migraine and vertigo treated conservatively, pacemaker implantation, percutaneous coronary intervention, pneumonia, stroke, urinary retention/urosepsis, vitreous ocular hemorrhage. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.